Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needles 23 g label information was missing. There was no report of patient impact. The following information was provided by the initial reporter: the customer complains about the lack of information about the batch number, expiry date or information about the needle size on the packaging. No information label.

Event description:
It was reported while using bd microlance¿3 needles 23 g label information was missing. There was no report of patient impact. The following information was provided by the initial reporter: the customer complains about the lack of information about the batch number, expiry date or information about the needle size on the packaging. No information label.

Manufacturer narrative:
A device history record review was completed for provided material number 300700 and lot number 210819. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four picture samples were returned for evaluation by our quality engineer team. However, the side of the shelf-carton which the information label is placed is not shown in any of the pictures. Based on the investigation results, an exact cause related to the manufacturing process could not be established. The labels are printed and placed within the secondary packaging machine line. The variable information is printed on a blank label before placement and introduction to the shipping cases; these steps are all completed automatically. There is an automated detection system in place in place to verify the correctness of the labels and reject any defects identified. The detection system is challenged every eight working hours. It is possible that this type of issue resulted from a temporary failure in the label feeder and improper segregation by the operator upon detection. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.